Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage alarms was confirmed. The heartmate ii system controller (B)(6) was returned for analysis. A log file was downloaded and two log files were submitted for review that showed overlapping events spanning approximately 18 days ((B)(6) 2022 per timestamp). Atypical power cable disconnect alarms were active on (B)(6) 2022 from 10:52:40 ¿ 18:37:37, on (B)(6) 2022 at 09:58:29 and at 14:51:38, on (B)(6) 2022 at 09:47:33 and at 09:48:01, on (B)(6) 2022 at 11:36:10 and 15:44:37, and on (B)(6) 2022 at 14:32:16. These alarms were not associated with power source exchanges and activated due to power cable faults on both power cables. The power cable disconnect alarm activated with these events as well and occurred while the controller was connected to battery power and the power module. The alarms cleared shortly after activating. Pump operation was not affected during these events. Atypical low voltage advisory alarms while connected to battery power were intermittently active throughout the log files due to fluctuating rsoc voltage readings on the black power cable, which were not coincident with power source exchanges. The alarms cleared shortly after activating. Pump operation was not affected during these events. The driveline was disconnected on (B)(6) 2022 at 15:01:50 for a system controller exchange. There were no other notable alarms active in the log file. The system controller was connected to a mock loop and was able to support the system for an extended period of time without issue. The power cables of the system controller were manipulated by hand, while connected to the system, without any alarms activating. The underlying wires within both cables were individually measured, and several wires had above expected resistances, ranging from 1 ¿ 5.5 ohms. The root cause of the reported event was unable to be conclusively determined through this investigation; however, conductor breakdown within the controller¿s cables appears to have contributed to the reported event. Incidental findings: the white and black power cables were then stripped, and a dried green residue was found within both cables due to the conductors having oxidized. The green fluid ingress was also found within the controller. No damage was observed to the underlying wires. The device history records were reviewed and the records revealed the heartmate ii system controller (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications and customer order was shipped on 26may2017. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ instructs the user not to bend, twist, or kink the power leads of the system controller and addresses how long the 14v batteries provide power to the system controller. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage and power cable disconnect alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through log file analysis that there were intermittent low voltage and power cable disconnect alarms while tethered on batteries and the power module during the 10.5 day log file where the controller operated in power save mode. Low voltages were displayed on relative state of charge (rsoc) while the patient was connected to the patient cable and power module. This is most often due to patient cable fatigue. Patient cable replacement was recommended due to lower voltages on rsoc. Additionally, there were a few elevations in power and flow associated with pulsatility index (pi) events. There was no interruption in pump support. The patient cable and controller were exchanged on (B)(6) 2022. The patient was asymptomatic.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.